Manufacturer narrative:
Device passed displacement test and unexpected restart error test. No unexpected restart error alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm. The customer's blood glucose level was 167 mg/dl. It also reported that the after insertion of new battery got unexpected restart alarm. The insulin pump will be returned for analysis.